Event description:
The customer reported that they had questionable results for "12 or more" patient samples tested for ion selective electrode (ise) sodium. Of the "12 or more" patient samples tested, two were found to have erroneous sodium results. Patient samples were retested since quality control following the initial sample run was outside of specifications. Sample one initially resulted as 130 mmol/l and this result was reported outside of the laboratory. After it was found that quality control was outside of specifications, the sample was repeated and resulted as 136 mmol/l. The repeat result of 136 mmol/l was considered to be correct and an amended report was issued. Sample two initially resulted as 130 mmol/l and this result was reported outside of the laboratory. After it was found that quality control was outside of specifications, the sample was repeated and resulted as 138 mmol/l. The repeat result of 138 mmol/l was considered to be correct and an amended report was issued. The patients were not adversely affected by the event. The ise sodium electrode lot number was m77 with an expiration date of 11/30/2012. The field service representative determined that the pinch valve tubing was damaged. He replaced the pinch valve tubing and replaced the sipper tubing as a preventive measure. He ran an ise check and precision; these passed specifications. The customer ran a calibration and quality control; these passed within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.